Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent italy underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. In (B)(6) 2017 the insertion site looked fiery, wet/moist and skin damage. The stoma was treated with ketoconazole/triamcinolone ointment and zinc oxide. Calendula crème was also used topically. On 23-feb-2017 it was confirmed that the patient received an unknown systemic antibiotic.